Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 07/24/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2014 with the following findings: during investigation, the display screen was dim and discolored. Unrelated to this issue, the bumper pad was peeled off. (B)(6).